Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) of 128 ohms. Technical services (ts) discussed considering increasing daily sli value from 125 to 150 ohms and continue to monitor the patient. This system remains in service and no adverse patient effects were reported.